Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was 87 mg/dl. The customer reported that the insulin pump received error while priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the compromised force sensor system alarm due to a completely broken reservoir tube lip. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had missing reservoir tube o-ring, missing address/serial number label.